Event description:
Spoke to patient's wife regarding instruction to go to hospital yesterday due to cadd cassette recall. All cassettes on hand were affected by recall, lot: 4329617, expiration date unknown. Confirmed with wife today that patient did go to hospital and is home now, date of admission unspecified. Unknown if patient discharged same day or today. Doing fine, no issues. Hospitalization due to patient having no other cassettes on hand to infuse with. No side effects reported. No further information available. Product lot number and expiration date were systematically retrieved from the dispensing system. Pump return tracking information is not applicable to event. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred is not applicable. No additional information is available at this time. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Unk; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? No; was the pt able to successfully continue their therapy? No; reported to cvs/caremark by pt/caregiver.